Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 25th may 2011. Reported fault could not be confirmed. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. The device current drain was verified during the investigation and there were no 10 minute manual power ons recorded in the history log. The device records 13 manual low battery fails at the end of the history log. The low battery fails may have been due to a genuinely depleted pad-pak given the length of installation. The manual fails were most likely the user attempting to power cycle the device due to no measurable faults recorded in the investigation. Furthermore, the device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.